Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during bolus with multiple cartridges. Customer replaced cartridge to resolve the issue. Customer¿s blood glucose was 342-343 mg/dl.